Event description:
It was reported that the carelink transmission showed that the device had a power on reset. It was also reported that the patient was not brought into the clinic for device reprogramming. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the carelink transmission for the following timeframe continued to show the power on reset information for the device. The patient was brought into clinic to have the device programming reset. Since the reset, no further power on reset information has been witnessed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset was noted to have occurred. Critical ram parity error logged on (B)(6) 2011 in address "1f 96". Por severity is considered low as device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset was noted to have occurred. Critical ram parity error logged on (B)(4)-2011 in address "1f 96". Por severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported that the carelink transmission showed that the device had a power on reset. It was also reported that the patient was not brought into the clinic for device reprogramming. The device remains in use. No patient complications were reported as a result of this event.